Event description:
Based on additional information was received on 17-may- 2017, this case became medically confirmed (reported by a physician) this case is cross referenced to case ids: (B)(4) (cluster (same reporter). This unsolicited case from (B)(6) was received on 17-may-2017 from other non-health care professional (staff from doctor's office). This case concerns a patient with unspecified demographics who started treatment with synvisc one and after unknown latency experienced extreme swelling of leg and general discomfort. The patient's past drugs, medical history, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (one injection, at a dose of 6 ml, with batch/lot number: 6rsl022za, expiration date: may-2019 for osteoarthritis of knee. On an unknown date in (B)(6) 2017, after unknown latency, the patient presented with extreme swelling of leg and general discomfort. Reportedly, the patient was then admitted to the hospital. Corrective treatment: unknown for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl022za expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl022za no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. No further information was provided. Consent to contact for follow-up was given seriousness criteria: hospitalization/prolongation. Additional information was received on 17-may-2017 from physician. This case became medically confirmed. Global ptc number and ptc results were added. Expiration date was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-may-2017: follow up information received does not changes previous case assessment. Sanofi company comment dated 22-may-2017: this case concerns a patient who received treatment with synvisc one injection and was later hospitalized due to extreme swelling of leg and general discomfort. A causal relationship has been assessed as likely related due to the close proximity of the reaction to the injection site. Moreover, due to lack of information regarding patient's medical history, concurrent condition and concomitant medication, complete case assessment is difficult.

Event description:
This case is cross referenced to case ids: (B)(6) (cluster (same reporter). This unsolicited case from (B)(6) was received on 17-may-2017 from other non-health care professional (staff from doctor's office). This case concerns a patient with unspecified demographics who started treatment with synvisc one and after unknown latency experienced extreme swelling of leg and general discomfort. The patient's past drugs, medical history, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (one injection, at a dose of 6 ml, with batch/lot number: 6rsl022za for osteoarthritis of knee. On an unknown date in (B)(6) 2017, after unknown latency, the patient presented with extreme swelling of leg and general discomfort. Reportedly, the patient was then admitted to the hospital. Corrective treatment: unknown for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. No further information was provided. Consent to contact for follow-up was given seriousness criteria: hospitalization/prolongation. Pharmacovigilance comment: sanofi company comment dated 22-may-2017: this case concerns a patient who received treatment with synvisc one injection and was later hospitalized due to extreme swelling of leg and general discomfort. A causal relationship has been assessed as likely related due to the close proximity of the reaction to the injection site. Moreover, due to lack of information regarding patient's medical history, concurrent condition and concomitant medication, complete case assessment is difficult.